Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2015 with the following findings:on investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. The keypad cover was undamaged and removal of the cover did not find any contamination under the button contacts. Pump casing was opened and no anomalies were found with the keypad connector wire.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a tactile issue with the audio bolus button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).